Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was slightly shaped. The guidewire ptfe coating was examined under magnification and 1cm of the ptfe was peeled/scraped off approximately 31.5cm from the proximal end. The guidewire hydrophilic coating was checked with wet fingers. The coating was present along the guidewire. No anomalies were observed with the hydrophilic coating. The guidewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond and distal bond joints were in place. During functional test, the device was hydrated and the guidewire was advanced through a demonstration sl-10 microcatheter and there were no difficulties inserting the guidewire into the hub or advancing it through the microcatheter. The reported complaint was not confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation due to the analyzed anomaly. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the dfu, the dispenser hoop was flushed before removing the guidewire and no resistance was encountered removing the guidewire from the dispenser hoop. The guidewire tip was not shaped, continuous flush was maintained for the duration of the procedure, resistance was felt in the catheter shaft. It is probable the guidewire ptfe coating was damaged when the torque device was being attached however this cannot be confirmed as the torque device was not returned for analysis. The reported guidewire difficult to insert was not confirmed based on the analysis, as the device was inserted and advanced through the demonstration sl-10 microcatheter without issue. Therefore, an assignable cause of not confirmed will be assigned to the reported complaint.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that ptfe coating of the subject guidewire was peeled at the proximal end during the procedure. No clinical consequences were reported to the patient due to this event.